Manufacturer narrative:
It was reported that the patient had a surgery due to infection 1 month after the implantation. Surgeon decided to remove the polyethylene liner, but the ball head was kept inside. No trend was identified. The compatibility check was performed and showed that the product combination was approved by zimmer. Technical investigation was not possible to perform, as the device was not at hand for investigation. Possible causes for the reported event according to dfmea: a) non sterile product -> due to sterile barrier not sufficient within the sterility guarantee. B) incorrect sterilization method led to non sterile head implant -> due to incorrect sterilization method. C) non sterile product due to improper handling during surgery -> due to wrong handling of device due to wrong information. D) unsterile product, damaged product -> due to inadequate packaging (eg. Temperature, vibration, impact during transport or storage). E) transmission of infectious agents or mechanical failure -> due to reuse of the device which is only intended for single use. Comparison to investigation results whether it is possible and justification: a) not possible -> the sterile barrier is validated according to the packaging specification and sterilization document confirms the sterility of the product. B) not possible -> the sterilization method is validated according to the sterilization specification. C) possible -> the handling of the device is out of zimmer control. D) not possible -> the packaging o the product is validated according to the packaging specification. E) possible -> it is not known whether it was used before or not. Manufacturing quality record of the metasul head showed that released components met all the requirements to perform as intended. The device had not been revised so the exact condition was unknown. No documents confirming an infection were received. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it was not suspected that the product caused or contributed to any patient infection. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted a biolox delta head, 12/14, 36 x 0 on an unknown date. The patient underwent a incision and drainage procedure due to an infection on (B)(6) 2015. The biolox delta head was left in place.